Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, wound infection, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with mentor memorygel, 700 cc silicone breast implants which patient experienced bacterial blood infection due to rupture; leakage from left armpit on (B)(6) 2019; rash skin above both breast, lump under right arm (enlarged lymph node due to bacterial infection), high fever and nausea after implantation. The issue of left breast deflation was confirmed by the physician. As a result, patient underwent bilateral removal on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
Per new information received on july 30 2020, indicated that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).